Manufacturer narrative:
(B)(4). An external & internal inspection was performed which revealed no issues that could be related to the reported event. An evaluation of the device pneumatic system revealed no leak and all pressures were correct & stable. The device passed three simulated patient therapies with no problems encountered. The cause is undetermined. Should additional relevant information become available, a follow-up will be submitted.

Event description:
This is a report of a patient death coincident with peritoneal dialysis (pd) therapy on the homechoice (hc). It was reported the patient passed away at home. The cause of death was reported as ¿natural causes¿. The patient was not hospitalized prior to death. The patient was performing pd therapy on the hc device at the time of death. It was reported that an autopsy was not performed. Additional information was requested, but is not available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, but the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation or if any additional relevant information is received.

Manufacturer narrative:
(B)(4). The device was evaluated by the baxter product analysis laboratory (pal). A review of the service history and the event history log was performed. The review of service history did not identify any previous servicing events that could have contributed to the reported issue of patient (pt) passing away. A review of the device logs did not reveal any issues that could be related to the reported issue. The device was tested and passed the homechoice (hc) return instrument test/ evaluation (rite) electrical test. The device was tested and failed the hc rite functional test. However, the failure was not related to the reported issue. Per pal evaluation, there was no failure, malfunction or iipv (increased intraperitoneal volume) event identified that could have caused or contributed to the reported issue of patient passing away. Should additional relevant information become available, a follow-up will be submitted.